Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed being treated was located in the moderately calcified, ostial right coronary artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician implanted a 2.75x16mm promus element plus stent in the target lesion. Then the physician advanced an unspecified 7f fl4 guide catheter and there was deformation of the implanted stent. The procedure was completed by implanting a 3.0x16mm promus element plus stent. No further patient complications were reported and patient's status is fine.